Manufacturer narrative:
Date of event: used (B)(6) 2020 since there was no date provided. Device evaluated by MFR.: the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for treatment. However, it was noted that the balloon was torn during procedure. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used (B)(6) 2020 since there was no date provided.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.